Event description:
Patient has been getting mercury amalgam dental fillings since 1991. She was experiencing debilitating affects such as joint pain, strength loss, insomnia, severe teeth pain, mental disabilities, difficulty breathing and became permanently disabled in 2005. Patient says 16 of her teeth was covered in the mercury. In 2015 pt had teeth removed and symptoms began to get a little better. (B)(6) 2026, patient had the remaining mercury removed from her teeth and pt now has no symptoms.